Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level due to the reported issue. System check with tandem technical support confirmed the pump was functioning as intended and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.